Event description:
The customer reported that she changed her infusion set and got no delivery for 5 or 6 times and now insulin pump alarmed motor error. Troubleshooting was done. Customer's blood glucose was 196 mg/dl. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. Customer declined to troubleshoot for no delivery. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). Refer to manufacture report 2032227-2014- 63280.